Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that they received a wear on threading of reservoir, loose reservoir and in the past had error codes (e and motor error). It was reported that the priming had received no delivery alarms and insulin was squirting. The insulin pump will not be returned for analysis.